Event description:
Caller reported the aviva system gave a blood glucose result of 46 mg/dl at 7:30 pm, customer had symptoms of hypoglycemia, was treated with food, had difficulty swallowing. She was still symptomatic when the aviva system gave a blood glucose result of 171 mg/dl at 8:24 pm, no treatment reported, daughter called emts. Emt's meter result at 9:15 am was 25 mg/dl. The customer was treated by paramedics. A request was made for the return of the system and a replacement was sent.